Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that post-operatively there was breakage of osteosynthesis plate. The patient was implanted on (B)(6) 2014; directly after the implant surgery the patient was without pain and was mobile. Then the patient had pain and went to the hospital, where the breakage was confirmed. The plate was removed on (B)(6) 2014. It is not known when and why the plate was broken. This is report 1 of 1 for (B)(4).